Event description:
It was reported that the patient with this pacemaker system experienced an infection and erosion. Subsequently, the pacemaker was explanted and the system will be replaced with leadless pacemaker. No additional adverse patient effects were reported.